Manufacturer narrative:
Additional information: product was returned. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported the device overheated during a case at the user facility. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.

Event description:
It was reported the device overheated during a case at the user facility. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.